Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with a connect power alarm on the white cable anytime they tried connecting to the power module. It was reported there was significant wear and tear to the white patient power cable with a break in the bend relief noted as well. The system controller was exchanged to troubleshoot the alarms, but the alarm persisted. The damage to the system controller was most likely due to wear and tear.